Event description:
It was reported that the patient received a new controller in 14 nov 2022 due to there was no connection with system monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) not being able to communicate with the system monitor could not be confirmed. Provided information indicated that the controller was exchanged on (B)(6) 2022 as a result of this issue; however, no products would return to abbott for further analysis. The root cause of the reported event could not be conclusively determined through this investigation. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was exchanged as it could not connect to the system monitor.